Event description:
It was reported that an edwards aortic bioprosthetic valve was explanted after an implant duration of approximately fifteen (15) years due to calcification and detachment of the left coronary leaflet, both leading to severe regurgitation. The explanted valve was replaced by another edwards bioprosthetic valve, CABG x1 was performed, and the patient was in stable condition post surgery.

Manufacturer narrative:
Evaluation method: x-ray. Device evaluation summary: the explanted device was received and evaluated; moderate calcification was observed in the cusp areas of leaflets 1 and 3, minimal calcification was observed in the cusp area of leaflet 2. The free margin of leaflet 3 exhibited minimal to moderate calcification, free margin of leaflet 1 exhibited minimal calcification. Minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 7mm. Host tissue was moderate at the stent inflow. Thickened and swollen tissue was also observed on all three leaflets at all three commissures. Leaflet 2 had two tears, one tear at commissure 2 measured approx 7mm and one tear at commissure 3 measured approx 4mm. Leaflet 3 had two tears, one tear at commissure 3 measured approx 7mm and one tear at commissure 1 measured approx 6mm. Calcification was observed near the regions of the tears on leaflet 3. Thrombi was also observed on the outflow aspect of leaflets 1 and 3. Additional manufacturer narrative: report of a bioprosthetic aortic valve explant after an implant duration of approximately fifteen (15) years. Device evaluation confirms calcification and leaflet thickening as the primary causes of the reported regurgitation leading to this explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Non-calcific tissue degeneration (leaflet thickening) is a chronic event that is highly variable among patients. The mechanisms associated with non-calcific tissue degeneration are not fully understood, but are apparently mediated primarily by mechanical stress in the leaflet and the host response to the device. Patient biological factors such as age, immune system activation, metabolism, the state of the endocrine system, and comorbidities are believed to play important roles in the development of non-calcific tissue degeneration. However, the specific direct cause in this particular valve remains unknown. There is no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.